Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Fluid is in the fluid line. Electrodes have been used. Bio debris is present. The wand is bent from use. Product was out of the original packaging. No packaging returned. The reported malfunction was not duplicated during functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging procedure found that the operator should inspect that the trays have not been damaged by (blows, cuts, gaps, buckles, embedded particles, among others), if any damage is found is necessary to proceed with the notification to the leader or supervisor. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference case(B)(4).

Event description:
It was reported that during ent procedure, the outer packaging of the evac 70 coblator ii wand was opened and it was discovered that the packaging was broken, and later discovered that the inner packaging was also broken. It is unknown how the procedure was completed or if there was a delay. No further complications were reported.